Manufacturer narrative:
The hospital's biomedical engineer troubleshot the issue; found it was due to kinked tubing from the exhalation valve to the sensor interface board. The tubing was straightened, and the unit was returned to service. No report of patient involvement. The hospital's biomedical engineer troubleshot the issue; found it was due to kinked tubing from the exhalation valve to the sensor interface board. The tubing was straightened, and the unit was returned to service.

Event description:
The hospital reported during planned maintenance it was discovered the 'sustained paw' alarm was not occurring as expected. There was no report of patient involvement.